Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture".

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified the device was underweight, an observed 40 mm dark patch edge material inside gel device and opening extended on radius. A visual and microscopic analysis was performed which identified: opening crease sharp on radius, wear abrasion, creases fold and stress marks. Based on the device analysis the final assessment is a sharp crease opening on the radius assessed as a fold flaw opening. Additional, corrected, and/or changed data: d.9., g.2., h.3., h.6.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.